Event description:
It was reported that a patient experienced sepsis and subsequently died coincident with peritoneal dialysis therapy. Twenty two days prior to receipt of this report, the patient experienced sepsis and was hospitalized for the event of sepsis. The cause of sepsis was not reported. The treatment for sepsis was not reported. Subsequently, the patient died. It was not reported if the patient recovered from the sepsis event prior to death. The cause of death was unknown. It was not reported if an autopsy was performed. It was not reported if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.